Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated, and found that a black foreign object was clogged inside the inlet of the air/water nozzle. In addition, omsc also found that as the result of a component analysis of the foreign object, the component of the foreign object was silicone. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, omsc could not identify the reported foreign object because silicone was a substance used in a variety of applications such as watertight gaskets, silicone adhesives, and silicone components. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during a diagnostic upper gastroenterological endoscopy using the subject device, it was found that the air supply and water supply were poor, and almost no air supply and water supply was possible. The user facility completed the procedure using the subject device. The air/water nozzle of the subject device had been clogged with foreign object. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor kaigen kd-1. There was no report of patient injury associated with this event.